Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, noise was observed when performing provocative maneuvers. Externalized conductors were observed via diagnostic imaging. The lead was explanted and replaced. No adverse consequences were reported.